Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 708867-not valid) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), obesity ("obesity") and device dislocation ("essure displacement / misplaced essure on her left side") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (laparotomy, total abdominal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, uterine leiomyoma, dysmenorrhoea, obesity and device dislocation outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, menorrhagia, obesity, pelvic pain and uterine leiomyoma to be related to essure. The lot number reported (708867) is invalid. Most recent follow-up information incorporated above includes: on 21-jul-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 708867-not valid) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), obesity ("obesity") and device dislocation ("essure displacement / misplaced essure on her left side") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (laparotomy, total abdominal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, uterine leiomyoma, dysmenorrhoea, obesity and device dislocation outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, menorrhagia, obesity, pelvic pain and uterine leiomyoma to be related to essure. The lot number reported (708867) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 708867) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), obesity ("obesity") and device dislocation ("essure displacement / misplaced essure on her left side") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (laparotomy, total abdominal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, uterine leiomyoma, dysmenorrhoea, obesity and device dislocation outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, menorrhagia, obesity, pelvic pain and uterine leiomyoma to be related to essure. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.